Event description:
Customer reported damage to their insulin pump's usb port, which affected its ability to charge, though the pump itself did not shut down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use current pump for insulin therapy.